Manufacturer narrative:
Concomitant medical products: product ID: 8709 serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient was not receiving pump therapy effectively and the catheter was revised. The healthcare provider suspected a catheter occlusion. The x-rays looked normal, the connector looked connected. The healthcare provider was unable to aspirate through the access port. When the pump pocket was opened up, clear fluid discharged from the pocket. The 8709 original catheter connector was damaged causing problems and a new 8709 connector was applied without complications. The old connector was sent to the pathology department. Per the reporter the event began a few weeks before the revision took place. The patient experienced withdrawal type symptoms. The healthcare provider later reported that there was no pathology report, the fluid was not sent to the lab. It was clear, no clinical sings of any infection. The catheter revision resolved the patient's withdrawal symptoms